Manufacturer narrative:
The device is currently being returned to the design house located in (B)(6) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4)

Event description:
It was reported to resmed that while an astral device was being configured for patient use, it displayed a system fault message (sf 218). The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device data logs were sent to the resmed design house for an evaluation. The evaluation confirmed the occurence of the system fault (sf 218). It was determined that the fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).